Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported difficulty removing the device due to interaction with the chordae appears to be related to patient morphology/pathology, as the dilated condition of the mitral valve annulus likely influenced the clip interacting with the chordae. The reported shaft bend and subsequent sleeve steering issue are likely secondary effects of the clip becoming caught in the chordae. Further evidence supporting this conclusion is that there were no issues noted during preparation or during initial positioning of the device, which indicates the device was functioning as intended prior to the clip entanglement in the chordae. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the abnormal steering. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During grasping, the clip interacted with the chordae in the medial segment of the valve. The clip was able to be easily removed from the chordae without injury. At this point, a curve was noted on the cds that could not be removed despite the m-knob being in almost neutral position. The cds would no longer deflect in the expected direction with use of the m knob; therefore, the clip was not implanted, and the cds was removed and replaced. Two mitraclips were implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.